Event description:
It was reported that while testing the machine, the cs100 intra-aortic balloon pump (iabp) failed to automatically inflate during the test. The back up machine was used for normal use. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: e1 (event site telephone: (B)(6) additional field: e1 (event site postal code:(B)(6) , event site state: (B)(6) ) a getinge field safety engineer (fse) was dispatched to evaluate the unit. After on-site processing and replacement of the safety disk, the machine is in normal use. The equipment has passed all the performance and safety index tests specified by the factory. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1. Event site name was shortened due to character limitations. The complete name is: (B)(6) hospital. E1. Event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) failed to automatically inflate during the test. The back up machine was used for normal use.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.